Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 12 mm xience alpine stent delivery system (sds) was being manipulated in the calcified right coronary artery (rca) lesion, however, the stent implant became dislodged. The stent could not be removing using a snare or balloon. The patient was transferred for surgical intervention. The hospital declined to provide the patient outcome. No additional information was provided